Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01100-000 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.